Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) device during dwell 1. The patient found that a supply bag fell and disconnected, causing the system error. Gts had the patient cycle power to clear the system error 2240, and the 2367 that followed. Gts had the patient disconnect using aseptic technique, and remove the cassette. The patient stated he would contact their nurse regarding any missed therapy. Product surveillance contacted the patient's nurse. He stated that he was unsure if the system error was reported to the clinic. The nurse stated the patient was diagnosed with peritonitis in (B) (6) 2009, and that the patient was given antibiotics. The nurse further stated he did not want to give any information regarding what antibiotic was given, and that they were currently performing a preliminary follow-up. The nurse stated the patient was doing ok with his therapy. Product surveillance followed up with the patient's nurse. He stated he was not willing to complete a peritonitis worksheet, and requested a copy of the complaint file, for the clinic's records.

Manufacturer narrative:
(B) (4). Sample was discarded by the consumer.

Event description:
Caller states patient tested 6.5 inr on the coaguchek s system while a comparison lab returned as 3.6 inr. Patient was treated with vitamin k. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B) (4) the (B) (6) department was contacted to attempt to obtain a possible lot number for the homechoice cassette that may have been involved in this incident. (B) (6) indicated that the patient received a shipment of homechoice cassettes on october 9, 2009 (lot number h09h01036) therefore, a manufacturing batch record review was performed on this lot number for possible involvement. The review identified no issues during the manufacturing process or deviations from standard procedure.